Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID unk-nv-marathon (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: you w, meng x, chen t, ye w, eng d wang y, lv j, li y, sui y, zhang y, gong w, sun y, jin h, li y. Quantitative assessment of hemodynamics associated with embolization degree in brain arteriovenous malformations. Neurosurgery 95:118¿127 2024. Https://doi.org/10.1227/neu.000000000000. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The literature reviewed focuses on the quantitative assessment of hemodynamic parameters and their potential to predict the degree of embolization in arteriovenous malformations (avm) using quantitative digital subtraction angiography (qdsa). The study occurred between 2012 and 2018 with the use of onyx and marathon. The study findings demonstrated that slower transnidal relative velocity was significantly related to the degree of embolization in avm, and the prediction of the degree of embolization by this parameter was significantly superior to conventional grading systems. There is no specific mention of deaths in the study population or causes of death. Adverse events included treatment-related bleeding occurred in 2 patients, and new transient deficits were observed in 7 patients while 1 patient with non-complete embolization experienced permanent deficits.